Event description:
Customer contacted on 4/12/2024 reporting one invalid result, false positive. Customer did not provide evidence. Date in which the test was run: 4/12/2024. Is your kit covid/ flu or covid 19? Covid 19.

Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false positive" was reported. Product is used for diagnostic purposes. No harm(s) were reported. A DHR review cannot be completed as lot information was not provided. A most probable root cause for the issue of "false positive" cannot be determined without returned product. Potential root causes include but are not limited to: assay false amplification (design defect). Air bubbles in reaction chamber (design defect). Assay contamination/degradation (process failure). Improper storage/handling (use error).